Manufacturer narrative:
Correction: on section b5 in the initial report, the text should have read "additional information received indicates that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg lead was explanted and replaced."

Event description:
It was reported that the patient may undergo surgical intervention due to lead migration.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: leads, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096441.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2023 during which